Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one x-port isp implantable port with an attached groshong catheter was received for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A split was noted on the attached catheter approximately 4.9cm from the distal end of the cath-lock. The edges of the split were noted to be uneven. The surface could not be determined as additional damage would be caused in area. Therefore, the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the x-port isp implantable port. It was reported that post procedure, the catheter allegedly found cracked. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the x-port isp implantable port. It was reported that post procedure, the catheter allegedly found cracked. There was no reported patient injury.